Event description:
It was reported the pt had previous aortic and mitral valve replacements. During the dvr procedure, a 25 mm sjm mechanical valve (medwatch report # 2648612-2010-00069) was placed and after warming the pt, it was observed to be stuck open. The surgeon attempted to fix the issue, but was unsuccessful; therefore, this valve was implanted. The pt passed away following the procedure due to a ventricular failure. Additional info has been requested.